Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the probe burned through the sheath and the l tip probe did not fit the sheath.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The probe was visually inspected for damages, and the shaft and the distal end are bent. Also, the yellow insulation has black marks from a melting sheath. The probable root cause for melting the sheath 1) could be conductive irrigant used was inside the distal end and contacted the l-tip and the sheath causing the sheath to melt, 2) power set too high, 3) user misuse or overuse.

Event description:
It was reported that the probe burned through the sheath and the l tip probe did not fit the sheath.